Event description:
Secondary non-filtered set ref (B)(4) had catastrophic failure. After tubing was hung for patient used the drip chamber spontaneously disconnected from tubing and spilled chemotherapy over the floor, pole, and IV pump. Patient was not harmed.